Event description:
It was reported that the right ventricular (rv) lead of the system has been exhibiting high impedances out of range and no capture for several years. Subsequently, the rv lead was surgically abandoned and replaced at replacement procedure of this pacemaker. No additional adverse patient effects were reported.